Event description:
After 2nd cordis cypher stent was implanted, pt had a severe allergic reaction (i.e.) Giant hives, intense itching of body, hands and feet and throat was closing (nothing in either diet or medication was new). Primary dr for cardiac care put pt on prednisone which relieved most symptoms except itching, that continued for approx one month more. By nineteen days later this stent that was implanted the month prior was over 90% occluded. Neccesitating by-pass surgery the following month. The cypher stent that was implanted in 2003 was also shut off.